Manufacturer narrative:
A (B)(6) customer contacted a siemens customer care center and reported that he was experiencing sample probe clot processing error. Prior to contacting siemens, the customer replaced the sample probe. However, this action did not resolve the error. Siemens remotely assisted the customer, and during this call, the customer reported that an operator's hands were exposed to liquid from a dimension exl with lm instrument. The operator was not wearing gloves at the time of the incident. A siemens customer service engineer (cse) was dispatched to the customer's site and determined the sample probe cleaner pump cassette malfunctioned, which caused sample probe cleaner to leak onto the clot detect board. The cse replaced the sample probe cleaner pump cassette, tubing coming from the sample probe cleaner pump cassette to the sample drain, filter vents, harness clot detect, clot detect printed circuit board, and tubing. The cse also reworked and detailed sample carousel home's sensor, belt, motor, barcode reader, and electrical connector. Additionally, the cse cleaned outer barcode reader and connector, performed alignments, calibrated system temperature, and ran system check, quality controls, and samples, which recovered acceptably. Siemens further investigated the issue and determined that customer did not follow the instructions in the dimension® exl with lm / dimension® exl 200 integrated chemistry system operator's guide under general safety, which indicates: "to operate the system, the operator must be proficient in its operation and maintenance procedures. To ensure safety, follow basic precautions: always wear gloves when operating the dimension exl system. Observe all warnings and cautions in the manual. Biohazard and probe safety: follow standard laboratory practice for protection from biohazards when performing maintenance and troubleshooting. Observe all warnings and cautions stated in the manual. Always perform every step in a procedure in sequence as written, including pressing pause or raising instrument lids to prevent probes from moving while performing a procedure. All materials that come in contact with patient samples should be considered potential biohazards and treated according to local biohazard handling and disposal procedures." Therefore, without proper personal protective equipment (ppe), potential exposure to biohazardous material is possible. The customer did not wear proper ppe (gloves) at the time of exposure to sample probe cleaner, which contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
An operator's hands were exposed to liquid from a dimension exl with lm instrument while he was troubleshooting a sample probe clot processing error. Subsequently, the operator washed his hands and did not require medical attention. There are no known reports of adverse health consequences due to the event.